Event description:
Patient was prepped and draped in the usual fashion receiving sedation. Dr. Administered a local pain medication made a skin incision and as he was using the electrosurgical pencil on the upper right side of the chest he stated that the electrosurgical pencil was "glowing" at that time the electrosurgical pencil settings were 35 cut and 40 coag (coagulation). I believe he was using the "coag" function at the time he notice the glowing. We turned the setting to 35 for coag. I immediately over head paged for a megadyne representative to come to the or #19. The representative entered the room. Dr. Attempted another use and with conversation with the rep made the decision to bring the coag down again to 30. The representative asked dr. Did he use local? We stated yes lidocaine with epinephrine. The representative said that occurence had happened before. While I was in the room she did not elaborate on that specific point . During my 30 minutes in the or with dr. He continued to use the electrosurgical pencil for the entire case and did not request another pencil. I was relieved by another rn and I do not know if any other "glowing" incidents occured during that procedure.